Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during prostate biopsy into normal density tissue, the top slide of the device allegedly self activated while retrieving the tissue sample. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during prostate biopsy into normal density tissue, the top slide of the device allegedly self activated while retrieving the tissue sample. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The cannula released as a result of the drop test, confirming the investigation for the alleged cannula self-activation. An x-ray showed partial cannula tang engagement, and upon disassembly the left bumper was found bent within the device housing. The bent left bumper and under specification cannula tangs likely contributed to the identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2021).